Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and medical intervention. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient's mother stated that the patient sought medical attention on (B)(6) 2019 because her blood glucose would not go down and would not regulate correctly. The pod was worn for 4 to 24 hours. Her blood glucose was "250 mg/dl". Patients mother drove the patient to the emergency room. While the patient was at the emergency room she was placed on intravenous therapy of saline fluid. She was not given insulin at the emergency room. She was not admitted to the hospital. Once her blood glucose went down and stabilized she was discharged. The patient's blood glucose history are as follows: (B)(6).